Manufacturer narrative:
Corrected data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav), as the tav was deployed to the point of no recapture, complete atrioventricular block (cavb) was identified. For an unknown reason, a shallower tav implant depth could not be ¿performed¿ so it was fully deployed. Following full deployment, a junctional rhythm was noted and cavb remained. The final implant depth on the non-coronary cusp (ncc) was 0 mm and the final implant depth on the left coronary cusp (lcc) was 6 mm. Subsequently, a temporary pacemaker was used following the procedure. It was noted the patient would be monitored over the weekend and if the patient¿s intrinsic rhythm did not recover, a permanent pacemaker would be implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D10. This is a system report; section d information references the main component of the system and was in use with the valve which cannot be excluded as a contributing factor to the adverse event: brand name: evolut fx plus valve, product ID: evfxplus-26, serial #: (B)(6), manufactured date: 2025-11-17, ubd: 17-nov-2027, UDI#: (B)(4). FDA site ID: valve: 9617601, implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implant of this transcatheter aortic bioprosthetic valve (tav), as the tav was deployed to the point of no recapture, complete atrioventricular block (cavb) was identified. For an unknown reason, a shallower tav implant depth could not be ¿performed¿ so it was fully deployed. Following full deployment, a junctional rhythm was noted and cavb remained. No treatment was reported. It was noted the patient would be monitored over the weekend and if the patient¿s intrinsic rhythm did not recover, a permanent pacemaker would be implanted. No further patient complications were reported as a result of this event.